Event description:
Sorin group (B)(4) received report that, during a case, the speed control knob suddenly became very stiff and could not be rotated. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a case, the speed control knob suddenly became very still and could not be rotated. There was no report of pt injury. The pump was returned to sorin group (B)(4) for eval. Sorin group (B)(4) was able to reproduce the problem. The pump was returned to the supplier for further investigation. A f/u report will be filed when the investigation is complete.